Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. The returned device was tested but no fault was found. The returned pad-pak from lot a 880 was tested and found to have blown a fuse but no fault was found with the device to have caused a blown fuse. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.